Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited header issues, resulting in pacing and sensing problems for the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.